Event description:
During use on a 44 year old female cardiac arrest patient, the customer reported the autopulse platform (sn (B)(4) failed during compressions. The customer states the lifeband (lot #170102) sheared off at the lifeband band clip that was seated in the driveshaft slot. The "replace battery" message came on, and shortly after the device stopped. The customer quickly changed to a new battery, the lifeband resized, and CPR continued for a short time. It was approximately five minutes after the battery change that the error came up on the screen that the lifeband needed to be extended, and restart button pushed. The customer tried this several times, extending the band, pressing the start button again, with no resize or continuation of CPR. Manual CPR was performed while troubleshooting the issue. After over 1 hour of CPR, the patient was pronounced by a physician. Customer did not provide information regarding the relationship between the death and the alleged malfunction. However, the msa evaluated the incident and it was determined that the death was not related to the autopulse device. Please see the following related MFR report: MFR # (B)(4) for the autopulse lifeband.

Manufacturer narrative:
The reported complaint that "the autopulse platform (sn (B)(4) failed during compression and was unable to retract the lifeband" was confirmed during review of the archive data. Based on the archive data, the root cause of the customer reported complaint was determined to be due to (ua) 11 (max patient temperature exceeded) and (ua) 04 (replace battery) error messages. The root cause of the (ua) 11 was that the temperature of the patient's contact surface exceeded 45°c (113°f) for more than five minutes, triggering the temperature sensor mounted inside near battery bay. The root cause of the (ua) 04 was that the remaining capacity of the battery that was used during the event dropped below 250mah. There was no device malfunction observed during the testing that would contribute to (ua) 11 and (ua) 04 messages. Upon visual inspection, one of the head restraint wires was heavily frayed, and the load plate cover had a cut. The observed physical damage was unrelated to the reported complaint and appeared to be the characteristic of user mishandling. The bottom enclosure and load plate cover will be replaced to address the issue. Also, unrelated to the reported complaint, the encoder drive shaft did not rotate smoothly and exhibited binding and resistance, likely attributed to normal wear and tear. The platform was manufactured in 2008 and is 14 years old, past the service life of 5 years. The clutch plate will be deburred or replaced to remedy the problem. Based on the archive review, during the event date, battery sn (B)(4) had 1461 mah when it was inserted. The platform had 6 sessions with a total of 2025 compression performed. A low battery warning was displayed after the battery's remaining capacity dropped to 553 mah. The platform continues being used to perform another 131 compressions and then stopped due to the (ua) 11 error message. The user continued to use the platform and the device performed another 118 compressions and then experiences (ua) 04. The battery needs to be charged or autopulse platform has been operating for a long time on one battery and its charge is almost empty. User advisory is a clearable error message; per the autopulse user advisory list, user advisory 11 is an indication that the temperature of the patient's surface exceeds 45°c (113°f) for more than five minutes (triggers temp sensor near battery bay). The recommended actions for this type of user advisory are: allow the autopulse to cool and perform the post to ensure the device is ready for use. Per the battery hangtag - advisory codes description and action, user advisory 4 is an indication that the battery is uncharged or faulty. The recommended actions to take for this type of user advisory are: open lifeband, start manual CPR, replace battery, perform start-up, pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. Functional testing failed due to the (ua) 45 (drive shaft not at home position) error message displayed upon powering up the platform, unrelated to the reported complaint. The root cause of the ua45 message was due to the driveshaft not being at its home position, caused by the presence of broken part of the lifeband in the driveshaft. The lifeband belt clip was removed, and the driveshaft was rotated to home position to address the ua 45 message. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with serial number (B)(4). The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR, adjunctive use only indication is prominently displayed on device labels and in the device manual. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions when effective manual CPR is not possible. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Manufacturer narrative:
H10 (provide narrative data) was corrected. Upon visual inspection, one of the head restraint wires was heavily frayed, and the load plate cover had a cut. The observed physical damage was unrelated to the reported complaint and appeared to be the characteristic of user mishandling. The top cover and load plate cover were replaced to address the issue. Also, unrelated to the reported complaint, the encoder drive shaft did not rotate smoothly and exhibited binding and resistance, likely attributed to normal wear and tear. The platform was manufactured in 2008 and is 14 years old, past the service life of 5 years. The clutch plate was deburred to remedy the problem. During servicing, cracks were observed on the front and bottom enclosures at the screw well area. The observed physical damage was unrelated to the reported complaint and appeared to be the characteristic of user mishandling. The front and bottom enclosures were replaced to address the damage. After the damaged parts were replaced, the autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error.